Event description:
Lawsuit alleges the pt endured severe pain which resulted in add'l hospitalization and subsequently, the removal of the device. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.